Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm arrived on the customer's site and powered on the iabp unit and initiated autofill with a known trainer and known balloon. The iabp unit did not complete autofill and alarmed with an "autofill failure" message. The stm evaluated the iabp unit further and observed the vacuum was insufficient, and installed the 5000 hour kit. The stm proceeded with testing but the vacuum was still insufficient. The stm ordered parts and returned at a later date to replaced the pump assembly and vacuum and pressure tubing assemblies then tested the iabp unit which provided sufficient vacuum and completed the autofill. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure. There was no patient harm and no adverse event was reported.